Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's scheduled surgery was cancelled due to the recipient's advanced age, with no plans for rescheduling. Programming adjustments were made. A review of the device history record revealed no anomalies. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing poor performance. Programming adjustments were made, however, the issue was not resolved. Revision surgery is under consideration.